Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. All other electrical measurements were normal and in-range. Physician has elected to monitor the patient. Lead remains implanted.